Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 50 ml/24 hrs, res vol 79.9 given 20.15, air in tubing, no injury to patient. No further information available.